Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. This complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed one other similar complaint and one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Not returned, discarded.

Event description:
After a few minutes working with the electrode the ceramic on the tip of the electrode gets black and the s90 creates sparks. After that the electrode is completely out of order. The following additional information was received via e-mail from the affiliate on 10-9-15: the electrode sparked inside the patient's joint. Nothing fell into the patient. The electrode was used in a shoulder arthroscopy procedure and it was not a reprocessed electrode. The surgeon used another device from a different lot to complete the procedure with no delay. Our affiliate indicated via email on 11-12-15 that the complaint device was discarded.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See section for any product information received. Lot expiration date is currently unavailable.

Event description:
After a few minutes working with the electrode the ceramic on the tip of the electrode gets black and the s90 creates sparks. After that the electrode is completely out of order. The following additional information was received via e-mail from the affiliate: the electrode sparked inside the patient's joint. Nothing fell into the patient. The electrode was used in a shoulder arthroscopy procedure and it was not a reprocessed electrode. The surgeon used another device from a different lot to complete the procedure with no delay.